Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. The reaction was located on the upper buttocks and was described as blistered skin. The patient's mother applied prescription steroid cream (triamcinolone acetonide steroid cream) to the affected area. The steroid cream was prescribed on (B)(6) 2016, for a previously-reported skin reaction. At the time of contact, the patient was stable. No additional event or patient information was provided.